Event description:
It was reported that high impedance was detected a few months after generator replacement. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received that there was no record of the device being disabled.

Manufacturer narrative:
B5. Describe event or problem and b6. Relevant tests/laboratory data, including dates; corrected data; supplemental report #2 inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient's device outputs were set to zero. This is captured in MFR report # 1644487-2022-01641.